Manufacturer narrative:
The field service engineer checked the analyzer and found a leaking reagent probe caused by a blockage in the probe. He replaced the reagent probe and performed adjustments. The issue did not re-occur. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with the ca2 (calcium gen. 2) assay on a cobas 6000 c501 module. The reporter also mentioned quality control issues. An example was provided for one patient sample that had discrepant ca2 results: the sample initially resulted in a ca2 value of 3.18 and repeated as 2.47. No unit of measure was provided. The ca2 reagent lot and expiration date were requested but not provided.